Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not provide 100% oxygen (o2). Reportedly, customer stated when the o2 button is pressed, the unit would not provide the 100% o2. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse identified that the unit has lower software 8.x does not allow the 100% o2 function. Resolution and disposition: fse instructed the customer they would need to get another cpu and purchase the upgraded software. Customer wants to wait. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause of the reported issue could not be determined at this time.